Event description:
It was reported the patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was reported as being due to having a large last fill and having a job role where heavy lifting is required. It was not reported if the hernia had worsened due to peritoneal dialysis therapy. Fifteen days prior to the receipt of this report, the patient was hospitalized for a hernia surgical procedure for the hernia event and was discharged home one day later. Dianeal therapy was placed on hold and then was restarted at a lower dosage and was ongoing. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.